Event description:
Pt underwent a femoro-femoral vascular reconstruction 2004. In 2004 infection was evidenced. However, physician reported that no signs of infection were noted at the anastomotic sites. Antibiotics treatment was provided to pt. Eleven days later it was reported that pt was responsive to this treatment.